Event description:
Catheter was removed from package and prepped accordingly, but when the catheter was plugged into the system the distal electrograms were not visible, and nor would they show up on the mapping system. It was un plugged and tried again but still wouldn't work. Another one was used and worked fine (lot #5778446)